Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5042813) in united states on 29-jul-2015 who had essure (fallopian tube occlusion insert) inserted. She reported experiencing extreme pain in pelvis area, back and pain down her legs. Her uterus and ovaries felt swollen all the time; her left ovary felt like it was twisting. Her menses were excruciating, with heavy bleeding and lots of clots. She had severe cramping in stomach, back and down her legs. She was constantly bloated, her breast always hurts; her hormones were out of wrack. She could not sleep; had extreme chronic migraines even for weeks at a time. She also experienced increased varicose veins; tooth decay since then and mood swings chronically. She used zomig as treatment medication. The consumer also mentioned the event date (B)(6) 2011 but did not specify and/or assign it to one of the events. Ptc investigation result was received on 12-aug-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0374, awareness date 13-aug-2015): the consumer had essure for almost five years (inserted in 2010) and could not afford the removal and her insurance won't pay to have it removed. She had never had horrible periods until she receive this device. She never had bloating, cramping heavy periods, debilitating pain until she got that. She bloated so bad she would like she was 6 months pregnant. She had a lot of blood clots, heavy bleeding, excruciating cramping and pain that norco and ibuprofen didn't even phase the pain. Her tooth was decaying. She had a rash all over her body. Every month when she ovulated on left side, her ovary twisted, and felt like it was going to fall off. She had an ovarian cyst on that one too. At the time of report she had adenomyosis. Her uterus enlarged so much and it was so painful that it felt like having a baby pushing trying to get out of her vagina. Sharp pains shooting down her vagina wall. Sharp excruciating pains stabbing from her stomach to her back. The pressure on her abdomen and back and bloating was so bad that her varicose veins have gotten bad, her legs turned purple, they are very heavy and hurt all the way through her feet. It was painful to have sex. She had excruciating migraines. She had migraines before but never this severe or for the long periods that she have had them for. Her mood swings are bad. She couldn't sleep. She was lucky if she could sleep 3-4 hours of sleep each night. She had always been a very active person, but she rarely can go jogging because the pain is so bad that it hurt even to walk. Her non-hormonal device threw her hormones out of the wrack. She delivered her last two kids with no pain medication, so if she is calling her doctor and asking for pain medicine then she knew something was wrong. Follow-up received on 31-aug-2015: follow-up attempts has been completed with no response to date. Legal claim received on 19-may-2016 (upgraded to incident): on or about (B)(6) 2011, plaintiff visited her health care provider to discuss her options for permanent sterilization procedures. After considering these selling points listed in the brochure regarding the devices, plaintiff made the decision to undergo the essure procedure, as opposed to alternative permanent sterilization procedures. Shortly after making the decision, she had two essure coils implanted. After the procedure, plaintiff started to experience cramping pelvic and abdominal pains, as well as heavier, longer menstrual cycles that were usually painful. She went back to her health care provider to discuss the issues; however, her doctors continued to represent to her that the essure coils were not the source of her injury and the hysterosalpingogram (hsg) confirmation procedure indicated that they were properly implanted. Finally, on or about (B)(6) 2015, plaintiff underwent a total, vaginal hysterectomy with bilateral salpingectomy, removing her entire uterus and both fallopian tubes, as a permanent solution to the problems that she has been experiencing for years. The pain and bleeding, as well as the emotional distress, had a great impact on her life. Quality-safety evaluation of product technical complaint (ptc) received on 10-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with me reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra lit can be provided. Company causality comment: this non-medically confirmed spontaneous case report under litigation refers to a female consumer who had extreme pain in pelvis area after essure (fallopian tube occlusion insert) insertion for permanent sterilization. After approximately 4 years, she underwent a total vaginal hysterectomy with bilateral salpingectomy. Pelvic pain is listed in the reference safety information for essure. Considering that essure may cause pelvic pain and that the pain started after essure insertion, although it was reported that she was diagnosed with adenomyosis and she had an ovarian cyst, it is not possible to exclude a contributory role of essure. This case is regarded as incident since device removal was required. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0374) on 29-jul-2015. The most recent information was received on 13-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pain in pelvis area / cramping pelvic pain') in a 33-year-old female patient who had essure (batch no. 796908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and pregnancy test urine negative. Previously administered products included for an unreported indication: depo provera, yaz and yaz. Concomitant products included topiramate. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced mood swings ("mood swings chronically"). In april 2011, the patient experienced dysmenorrhoea ("menses are excruciating / menstrual cycles were usually painful"), menorrhagia ("heavy bleeding and lot of clots / heavier, longer menstrual cycles / menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adnexa uteri pain ("left ovary feels like it's twisting"), back pain ("extreme pain in back / lower back pain"), pain in extremity ("and pain down my legs / pain in legs"), ovarian enlargement ("ovaries feel swollen all the time"), uterine enlargement ("uterus feel swollen all the time"), muscle spasms ("severe cramping in back and down legs"), abdominal distension ("constantly bloated"), breast pain ("breast always hurts"), insomnia ("can't sleep"), migraine ("extreme chronic migraines"), varicose vein ("varicose veins have increased") with skin discolouration and limb discomfort, dental caries ("tooth decay since then"), rash ("rash all over my body"), musculoskeletal discomfort ("pressure in my back"), abdominal discomfort ("pressure in my abdomen"), vulvovaginal pain ("sharp pains shooting down my vagina wall"), abdominal pain upper ("sharp excruciating pains stabbing from my stomach"), ovarian cyst ("ovarian cyst"), adenomyosis ("adenomyosis"), dyspareunia ("painful to have sex"), abdominal pain ("cramping abdominal pain") and emotional distress ("emotional distress") and was found to have hormone level abnormal ("hormones are out of wack / hormonal changes"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), ibuprofen, oxycodone hydrochloride;paracetamol (percocet), zolmitriptan (zomig) and surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on 17-nov-2015. At the time of the report, the pelvic pain, adnexa uteri pain, back pain, pain in extremity, dysmenorrhoea, menorrhagia, breast pain, hormone level abnormal, vulvovaginal pain, abdominal pain upper, abdominal pain and vaginal haemorrhage was resolving, the ovarian enlargement, uterine enlargement, muscle spasms, abdominal distension, insomnia, migraine, varicose vein, dental caries, mood swings, rash, musculoskeletal discomfort, abdominal discomfort, ovarian cyst, adenomyosis and emotional distress outcome was unknown and the dyspareunia had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, adnexa uteri pain, back pain, breast pain, dental caries, dysmenorrhoea, dyspareunia, emotional distress, hormone level abnormal, insomnia, menorrhagia, migraine, mood swings, muscle spasms, musculoskeletal discomfort, ovarian cyst, ovarian enlargement, pain in extremity, pelvic pain, rash, uterine enlargement, vaginal haemorrhage, varicose vein and vulvovaginal pain to be related to essure. The reporter commented: all symptoms slowly vanished 6 months after essure removal. Discrepancy noted date(s) of removal: (B)(6) 2015 the number of expanded coils that appeared trailing into the right uterine cavity was 3. The number of expanded coils that appeared trailing into the left uterine cavity was 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Essure properly implanted.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  menorrhagia, dysmenorrhea, pelvic pain and ovarian cyst quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with me reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra lit can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, medical history, lot number and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 29-jul-2015. The most recent information was received on 26-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pain in pelvis area / cramping pelvic pain') in a 33-year-old female patient who had essure (batch no. 796908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and pregnancy test urine negative. Previously administered products included for an unreported indication: depo provera, yaz and yaz. Concomitant products included topiramate. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced mood swings ("mood swings chronically"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("menses are excruciating / menstrual cycles were usually painful"), menorrhagia ("heavy bleeding and lot of clots / heavier, longer menstrual cycles / menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adnexa uteri pain ("left ovary feels like it's twisting"), back pain ("extreme pain in back / lower back pain"), pain in extremity ("and pain down my legs / pain in legs"), ovarian enlargement ("ovaries feel swollen all the time"), uterine enlargement ("uterus feel swollen all the time"), muscle spasms ("severe cramping in back and down legs"), abdominal distension ("constantly bloated"), breast pain ("breast always hurts"), insomnia ("can't sleep"), migraine ("extreme chronic migraines"), varicose vein ("varicose veins have increased") with skin discolouration and limb discomfort, dental caries ("tooth decay since then"), rash ("rash all over my body"), musculoskeletal discomfort ("pressure in my back"), abdominal discomfort ("pressure in my abdomen"), vulvovaginal pain ("sharp pains shooting down my vagina wall"), abdominal pain upper ("sharp excruciating pains stabbing from my stomach"), ovarian cyst ("ovarian cyst"), adenomyosis ("adenomyosis"), dyspareunia ("painful to have sex"), abdominal pain ("cramping abdominal pain") and emotional distress ("emotional distress") and was found to have hormone level abnormal ("hormones are out of wack / hormonal changes"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), ibuprofen, oxycodone hydrochloride;paracetamol (percocet), zolmitriptan (zomig) and surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, adnexa uteri pain, back pain, pain in extremity, dysmenorrhoea, menorrhagia, breast pain, hormone level abnormal, vulvovaginal pain, abdominal pain upper, abdominal pain and vaginal haemorrhage was resolving, the ovarian enlargement, uterine enlargement, muscle spasms, abdominal distension, insomnia, migraine, varicose vein, dental caries, mood swings, rash, musculoskeletal discomfort, abdominal discomfort, ovarian cyst, adenomyosis and emotional distress outcome was unknown and the dyspareunia had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, adnexa uteri pain, back pain, breast pain, dental caries, dysmenorrhoea, dyspareunia, emotional distress, hormone level abnormal, insomnia, menorrhagia, migraine, mood swings, muscle spasms, musculoskeletal discomfort, ovarian cyst, ovarian enlargement, pain in extremity, pelvic pain, rash, uterine enlargement, vaginal haemorrhage, varicose vein and vulvovaginal pain to be related to essure. The reporter commented: all symptoms slowly vanished 6 months after essure removal. Discrepancy noted date(s) of removal: (B)(6) 2015. The number of expanded coils that appeared trailing into the right uterine cavity was 3. The number of expanded coils that appeared trailing into the left uterine cavity was 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Essure properly implanted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  menorrhagia, dysmenorrhea, pelvic pain and ovarian cyst. Lot number: 796908, manufacture date: 2010-11, expiration date: 2013-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain in pelvis area / cramping pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Previously administered products included for an unreported indication: depo provera in 2011 and yaz. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adnexa uteri pain ("left ovary feels like it's twisting"), back pain ("extreme pain in back / lower back pain"), pain in extremity ("and pain down my legs / pain in legs"), ovarian enlargement ("ovaries feel swollen all the time"), uterine enlargement ("uterus feel swollen all the time"), dysmenorrhoea ("menses are excruciating / menstrual cycles were usually painful"), the first episode of menorrhagia ("heavy bleeding and lot of clots / heavier, longer menstrual cycles / menorrhagia"), muscle spasms ("severe cramping in back and down legs"), abdominal distension ("constantly bloated"), breast pain ("breast always hurts"), hormone level abnormal ("hormones are out of wack / hormonal changes"), insomnia ("can't sleep"), migraine ("extreme chronic migraines"), varicose vein ("varicose veins have increased") with skin discolouration and limb discomfort, dental caries ("tooth decay since then"), mood swings ("mood swings chronically"), rash generalised ("rash all over my body"), musculoskeletal discomfort ("pressure in my back"), abdominal discomfort ("pressure in my abdomen"), vulvovaginal pain ("sharp pains shooting down my vagina wall"), abdominal pain upper ("sharp excruciating pains stabbing from my stomach"), ovarian cyst ("ovarian cyst"), adenomyosis ("adenomyosis"), dyspareunia ("painful to have sex"), the second episode of menorrhagia ("severe and long periods"), abdominal pain ("cramping abdominal pain") and emotional distress ("emotional distress"). The patient was treated with zolmitriptan (zomig), ibuprofen, vicodin (norco) and surgery (total hysterectomy). Essure was removed on 17-nov-2015. At the time of the report, the pelvic pain, adnexa uteri pain, back pain, pain in extremity, ovarian enlargement, uterine enlargement, dysmenorrhoea, muscle spasms, abdominal distension, breast pain, hormone level abnormal, insomnia, migraine, varicose vein, dental caries, mood swings, rash generalised, musculoskeletal discomfort, abdominal discomfort, vulvovaginal pain, abdominal pain upper, ovarian cyst, adenomyosis, the last episode of menorrhagia, abdominal pain, emotional distress and vaginal haemorrhage outcome was unknown and the dyspareunia had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, adnexa uteri pain, back pain, breast pain, dental caries, dysmenorrhoea, dyspareunia, emotional distress, hormone level abnormal, insomnia, migraine, mood swings, muscle spasms, musculoskeletal discomfort, ovarian cyst, ovarian enlargement, pain in extremity, pelvic pain, rash generalised, uterine enlargement, vaginal haemorrhage, varicose vein, vulvovaginal pain, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: all symptoms slowly vanished 6 months after essure removal. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  menorrhagia, dysmenorrhea, pelvic pain and ovarian cyst quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with me reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra lit can be provided. Most recent follow-up information incorporated above includes: on 15-nov-2018: reporter, date of birth, indication of essure and event abnormal vaginal bleeding added. Essure insertion and removal date updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0374) on 29-jul-2015. The most recent information was received on 14-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain in pelvis area / cramping pelvic pain") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Previously administered products included for an unreported indication: depo provera and yaz. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced mood swings ("mood swings chronically"). In (B)(6)2011, the patient experienced dysmenorrhoea ("menses are excruciating / menstrual cycles were usually painful"), menorrhagia ("heavy bleeding and lot of clots / heavier, longer menstrual cycles / menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adnexa uteri pain ("left ovary feels like it's twisting"), back pain ("extreme pain in back / lower back pain"), pain in extremity ("and pain down my legs / pain in legs"), ovarian enlargement ("ovaries feel swollen all the time"), uterine enlargement ("uterus feel swollen all the time"), muscle spasms ("severe cramping in back and down legs"), abdominal distension ("constantly bloated"), breast pain ("breast always hurts"), insomnia ("can't sleep"), migraine ("extreme chronic migraines"), varicose vein ("varicose veins have increased") with skin discolouration and limb discomfort, dental caries ("tooth decay since then"), rash generalised ("rash all over my body"), musculoskeletal discomfort ("pressure in my back"), abdominal discomfort ("pressure in my abdomen"), vulvovaginal pain ("sharp pains shooting down my vagina wall"), abdominal pain upper ("sharp excruciating pains stabbing from my stomach"), ovarian cyst ("ovarian cyst"), adenomyosis ("adenomyosis"), dyspareunia ("painful to have sex"), abdominal pain ("cramping abdominal pain") and emotional distress ("emotional distress") and was found to have hormone level abnormal ("hormones are out of wack / hormonal changes"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), ibuprofen, oxycodone hydrochloride;paracetamol (percocet), zolmitriptan (zomig) and surgery (total hysterectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, adnexa uteri pain, back pain, pain in extremity, dysmenorrhoea, menorrhagia, breast pain, hormone level abnormal, vulvovaginal pain, abdominal pain upper, abdominal pain and vaginal haemorrhage was resolving, the ovarian enlargement, uterine enlargement, muscle spasms, abdominal distension, insomnia, migraine, varicose vein, dental caries, mood swings, rash generalised, musculoskeletal discomfort, abdominal discomfort, ovarian cyst, adenomyosis and emotional distress outcome was unknown and the dyspareunia had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, adnexa uteri pain, back pain, breast pain, dental caries, dysmenorrhoea, dyspareunia, emotional distress, hormone level abnormal, insomnia, menorrhagia, migraine, mood swings, muscle spasms, musculoskeletal discomfort, ovarian cyst, ovarian enlargement, pain in extremity, pelvic pain, rash generalised, uterine enlargement, vaginal haemorrhage, varicose vein and vulvovaginal pain to be related to essure. The reporter commented: all symptoms slowly vanished 6 months after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2011: results: essure properly implanted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  menorrhagia, dysmenorrhea, pelvic pain and ovarian cyst quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with me reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra lit can be provided. Most recent follow-up information incorporated above includes: on 14-feb-2019: pfs received: outcome of abnormal bleeding, dysmenorrhea, pain, hormonal change" were updated as recovering. Treatment drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.